Event description:
New information received noted that lead also exhibited high out-of-range pacing impedance before the lead removal.

Manufacturer narrative:
This product is registered as a combination product. Further information was requested but not received. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that patient's right ventricular lead had exhibited low impedance and a suspected fracture since 2016. A new pacing lead was then placed in addition to the original one. During a recent normal generator change out, the area looked infected, so the lead was ultimately removed and replaced on (B)(6) 2020. No other symptoms or patient condition after the procedure were provided.